Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified fractured distal hip neck remains seated in returned stem taper. Modular hip neck shows scratches and gouges above the fracture location. No other damage was noted. The neck was submitted for further analysis. Analysis determined fracture surface analysis showed that the modular stem fractured possibly due to fatigue. Figure 1-5 present optical images showing the overall components and stem fracture surface on the head side. Please see the report for full analysis. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. This complaint was confirmed based on the returned, fractured neck. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient was revised due to a suspected dislocation. During the revision, the neck was found to be broken. It was reported that no further information is available.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: a1; a2; a3; g2; g3; h2. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.